Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4) competitor implantable pacing lead 2008 (B)(6); 6947 implantable tachy lead 2007 (B)(6). (B)(4).

Event description:
It was reported that device had possible triggered elective replacement indicator early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The weekly battery voltage trend data show minimum battery was 3.02 to 2.645 volts range between (B)(6) 2012 and (B)(4)2013 is before device recommended replacement time of <(><<)>=2.6251 volts.